Event description:
It was reported that the patient had experienced dizziness and nausea. The patient also had a seroma at the pump pocket site. An x-ray or CT was done (date not reported) and showed that the pump was flipped. The pump was implanted fairly deep and could not be interrogated. It was further reported that the patient had also experienced increased pain. In 2008, the pump was surgically secured and the catheter was revised; no details or reason were provided for the catheter revision. The pump was used to deliver morphine. The patient recovered without sequela.

Manufacturer narrative:
.